Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer "overcorrected" via a bolus with the pump and delivered too large of a bolus resulting in a low blood glucose (bg) of 37 mg/dl. Recommendation made to consult with health care provider to discuss diabetes management.